Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that while removing the smiths medical saf-t holder device from the maxplus valve after drawing a blood specimen from a PICC, the male luer broke off inside of the maxplus®. No patient harm reported.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of breakage was confirmed. Visual inspection of the received valve confirmed a piece of a male luer tip was lodged inside the female luer. Visual inspection of the blood collection device confirmed that the male luer tip end was broken off and the luer collar had a crack on one side. No other damages or issues were noted. Functional testing was not performed because of the obvious damage. Dimensional analysis of the maxplus was performed; both the male and female luers were within specification. The root cause of the customer¿s report was not identified.